Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The reporter (B)(6) stated that the customer complained that the dressing becomes swollen and puffy after a few days of use. It was reported by a registered nurse that the biopatch is being used on a 16 month old transplant pt with a central line. The central line was placed (B)(6) 2010, and they began using biopatch at this time. They were changing the dressing (including the biopatch) once a week or more frequently if the dressing was wet or soiled. Each time the dressing is changed, they allow the site to completely dry before applying the new biopatch and dressing. There is no drainage from the site. Within the past 2 to 3 weeks, the pt's mother has noted and reported to the rn that the biopatch is getting puffy and separating. Due to this issue, they are having to perform more frequent dressing changes. On may 3, the dressing had to be changed 2 times due to this issue. At the time that the issue was noted a sorbiview dressing was being used with the biopatch. They switched to a tegaderm dressing and are still encountering this problem. The rn will evaluate the site and has requested that a biopatch complaint sample be returned for analysis.